Event description:
During biomed testing, the device would not power on via battery power. The device powered on using ac power, however, displayed a "defib fault 72" message and a "pacer fault 116" message. There was no patient involvement in the reported malfunction.